Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: d4, g4, g7, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, it is assumed that 13 years or more have passed since the delivery of the equipment, and that parts of the switching power supply deteriorated and worn out due to repeated use for a long time, and that the switching power supply failed. It is presumed that the issue occurred due to users handling issue by using non olympus lamp. It has been 13 years passed since the device was manufactured, it was presumed that the issue occurred due to long term use and or due to device age deterioration. As stated on the IFU (instruction for use) the user manual states: never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the reported issue was confirmed. The device was found with faulty switch regulator. A worn out socket and slider were observed. A non-olympus lamp was determined and an old version igniter was observed. In addition, deep scratches were observed on the hosing. The identified parts were replaced, device was repaired. Once completed, the device was tested and passed all required testing and specifications. Based on evaluation findings, the root cause of the issue was due to electronic component failure and likely attributed to user maintenance and handling issue.

Event description:
It was reported that during preparation for use, the device was found with issues on power switch buttons, blown fuses. There were no further details provided regarding the event. No patient involvement on this report. No user injury was reported.